Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a replacement procedure, the atrial and ventricular leads were tested and electrical measurements were satisfactory. The pacemaker involved in this MDR report was then connected to the leads and capture was observed in both channels. However, some hours later, the patient felt uncomfortable and loss of output was observed; the patient had a low intrinsic rhythm. Upon device interrogation, high lead impedance was observed in both unipolar and bipolar polarity. The patient was brought back to the operating room to check the connection was correct: leads were untightened and tightened again. Everything was fine. A while later, loss of pacing was again observed. Therefore, the device was explanted the day after.